Event description:
It was reported that the system would intermittntly have image overlap issues, image annotation issues, and system lockup issues. These problems occurred required rebooting the system to restore operation.

Manufacturer narrative:
Field service engineer reloaded software, tested power supplies, and tested circuit board connections. System functioning as intended after completion.